Event description:
It was reported that non-sustained lead noise episodes were observed due to intermittently oversensing on the ventricular channel via merlin transmission. The device was reprogrammed. The patient was fine.

Event description:
New information available states non sustained right ventricular oversensing episodes were observed on a merlin transmission due to intermittent oversensing. Programming changes were made at a routine follow-up. The patient condition is okay.

Event description:
New information received states that via remote transmission, non-sustained lead noise due to post-paced t-wave oversensing was observed. Programming changes were made.